Event description:
A customer reported that a patient experienced an anterior capsular tear during a cataract procedure. The surgeon was to complete the surgery by closing the tear with a suture, and was able to place an intraocular lens in the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.